Event description:
It was reported that while testing the epg (external pulse generator) prior to use, there was no output on the ventricular side. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ventricular output connector was mechanically out of specification. It was also noted that one bail cover and the lead flex cover were broken, the lead flex o-ring was damaged, and the keyboard was scratched.